Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. We are also unable to confirm the reported needle mechanism failure and bent cannula, or determine their root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient was taken to an urgent care facility due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. It was reported that the cannula was bent and the pink slide did not move forward; this indicates that a needle mechanism failure occurred. Patient remained at urgent care for 5.5 hours and additional details could not be gathered due to poor phone connection. Additionally, good faith attempts to obtain medical event details were not successful.